Event description:
The customer called to report that pt was hospitalized for high bgs. It was stated that the customer has been hospitalized for the second time. The bgs started to elevate the night before pt hospitalization. The customer went to the hosp the next day and released the same evening. Also, pt pointed out that it might be related to the depletion of the batteries.